Manufacturer narrative:
Site powered down system and re-seated camera cable and was able to continue with case. No impact on pt outcome reported.

Event description:
A medtronic rep reported that during a case, the camera was cycling. The site was able to power the system down and reseat the bottom camera connection and boot up without any issues. Pt was not harmed or affected in any way. They proceeded normally with the case.